Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an unexcepted data error occurred. The object reference was not set, and user was unable to issue medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull the medication and an unexpected data error occurred. The technical support specialist tss identified that the c drive was full and unable to dial in, applied the knowledge article fstka low or no disk space on c drive cant establish rss agent connection and low space on c drive sqldump winsxs pyxis es locations methods to free up space, mapped the driver from another device, navigated the database folder, deleted all and able to recover 20 gigabytes space. Tss then dialed into the system, recovered the data using the knowledge article how to recover repair a corrupted dsclientoltp database, proceeded to discover the missing data and confirmed that the station was able to recover the data and ran a data synchronization service. Tss then used the ka how to create a station database backup to decrypt and backup database and used ka proper datasync procedure how to place new db in es station for full synchronization and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.